Event description:
The patient presented with low impedance. No trauma was reported. X-rays were taken but have not been reviewed by the manufacturer to date. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The explanted generator was received for analysis. Product analysis has not been completed to date.

Manufacturer narrative:
B5. Corrected data, supplemental report #2: inadvertently did not report the device being received for analysis d6. Corrected data, supplemental report #2: inadvertently noted that the device was not available for evaluation. H3. Corrected data, supplemental report #2:: inadvertently did not indicate the device was received

Event description:
The patient presented for surgery. First they disconnected the lead pin and reinserted it into the generator and there was still low impedance. Then the lead connection on the nerve was checked, no issues were found. The test resistor was used and generator diagnostics showed low impedance. The generator was then replaced and impedance was normal. The explanted generator has not been received to date. Generator data was reviewed and it was determined that the low impedance may be the result of a stuck closed reed switch. Based on previous investigation into similar events, a device with a reed switch in the stuck closed position will initially display error code 254 upon interrogation, and no daily diagnostic test will be performed. Per the investigation, daily diagnostics will not be performed while the reed switch is stuck in the closed position. Once a device in this condition is reset, programming attempts can be made successfully; however a low impedance warning will be observed. The generator will appear as if it delivering therapy. Generator data review confirmed multiple error code 254 warnings were observed and the device hadn't been performing the 24 hour diagnostic check. Internal investigation into confirmed cases was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet current for the programmed settings. Proper reed switch operation and detection of the reed switch is demonstrated by magnet activations during 24-hour monitoring and by final electrical test. Further, the resumption of pulsing after suppressing pulses during 24-hour monitoring demonstrated that the reed switch did not stick closed after applying the magnet for 30 minutes. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. The event will still be concluded to be a reed switch failure as no device issues were found during product analysis, and it is known that reed switch failures are not always duplicated in pa becomes sometimes the reed switch reopens while being returned.

Manufacturer narrative:
D4. Corrected information, supplemental report #1: inadvertently did not include lot #

Event description:
The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release.